Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were reported: inratio 5.3 lab 3.3, inratio 6.0 lab 2.5, inratio 5.5 lab 2.9. Further eval to be performed.